Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001; 5071-35 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no telemetry from the patient's implantable cardioverter defibrillator (ICD) as it was believed the battery had depleted. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.